Event description:
The customer reported to olympus that they used a different reprocessing technique for the evis exera iii duodenovideoscope (from the instruction manual) wherein the leakage test was not performed properly, endoscopy support specialist at olympus was called in to set up an in service for the evis exera iii duodenovideoscope to ensure their team is aware of the olympus device reprocessing guidelines. The event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. 02 march 2023, an endoscopy support specialist (ess) performed an in-service that covered the guidelines on reprocessing the olympus scopes per the on-track and manuals. The customer also understood that the reprocessing manual is the validated source of instructions. The customer is also using a non-olympus automated flushing unit, and a non-olympus automated endoscope reprocessor to disinfect their scopes. They understood that they will have to contact the manufacturer of those units for their instructions and guidelines. Currently, the customer is not using the distal end flushing adapter (maj-2319). Moving forward, they will integrate these steps in their process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual - 5.5.6 flush the endoscope¿s distal end with detergent solution. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.